Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room, experiencing symptoms of a stroke. The device was interrogated while the patient was being evaluated for atrial fibrillation and the device displayed an interlock message for the sleep, capture management, and mode switch functions being programmed on at the same time. The device was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.